Event description:
Harmonic scalpel was working for about 10 minutes then the console alarmed saying there was an instrument problem. After checking all connections it still was not operational. A second scalpel was used to complete the procedure.